Event description:
It was reported that during a procedure for a left middle cerebral artery aneurysm, the physician used a guidewire to guide a balloon to the stenotic segment for dilation. After dilation angiography revealed the blood flow velocity did not achieve the expected result. The physician then decided to implant a subject stent. The physician guided a microcatheter to the superior trunk of the middle cerebral artery. The subject stent was selected but resistance was encountered during delivery. Upon inspection, the physician found that the stent had been deployed inside the microcatheter. The subject device was replaced. No clinical consequences were reported to the patient due to this event.